Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the al326 would not fire clips or had no clips. Another al326 was opened to complete the case. There was no consequence to the pt.